Manufacturer narrative:
Submit date: 03/01/2016. An investigation is currently underway. Upon completion, an investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the pump was over infusing. The customer states that the pump was set to run at a rate of 100ml/hr. After 30 minutes of feeding, the unit infused 62 ml. Incident occurred prior to use. No patient involvement.

Manufacturer narrative:
Investigation date: 06/21/2016. One kangaroo joey pump was returned for evaluation for the reported condition of, ¿the pump is over infusing. The pump was set to run at a rate of 100ml/hr. After 30 minutes of feeding, the unit infused 62 ml.¿ initial testing of the unit found that the unit was functioning properly. The unit passed extended function, accuracy, and recertification testing; therefore, this complaint will not be considered confirmed. Product kangaroo joey pump was manufactured in 2015. A review of the device history record indicates the unit was released meeting all manufacturing specifications.